Event description:
Vasopress vp500dm continuously beeps and red battery light is always on. Found the power cord not fully seated into the power inlet - cord lock was also broken - properly installed power cord and secured with cord lock. Returned to service.